Manufacturer narrative:
The check of the dhrs related to the lot # involved (201304185) did not show any pre-existing anomaly. A total of (B)(4) pieces have been marketed with this lot #, without receiving any other complaint on this lot #. We are going to perform a deeper investigation with the explants (now in our hands) and possibly other info (e.g. X-rays, additional info on patient and event); then we will submit a follow-up MDR.

Event description:
Breakage of the smr l1 poly liner "in vivo" requiring a revision surgery. Event occurred in (B)(6).

Manufacturer narrative:
The check of the dhrs related to the lot # involved (201304185) did not show any pre-existing anomaly. A total of (B)(4) pieces were put on the market with this lot #, without receiving any other complaint on this lot #. By our records, 18 of these (B)(4) pieces have been implanted. The explants underwent a visual and then sem (scanning electron microscope) analysis in an external laboratory. The poly liner has the central peg broken at the base of the peg; this caused the disassembly between liner and metal back and, after the liner disassembly, the direct metal-metal contact between humeral head and metal back. There are scratches on the external surface of the humeral head and some wear on the metal back confirming this direct contact. The sem analysis on the broken component (l1 poly liner) revealed that the breakage of the central peg occurred due to fatigue phenomenon; the crack started from the external part of the peg (at its base) and then propagated in direction of the center, along the cross surface of the peg. The fracture morphology is linked to both a high dissipation of energy and the presence of torsional stresses during the service "in vivo" of the liner. We received no other info (e.g. X-rays, additional info on patient and event, dates of the two surgeries), so no further analysis is possible. In particular, we do not know if the patient ((B)(6) yo, man) suffered any trauma or had a too high activity level with his shoulder prosthesis. No corrective actions for this case. The lot # analysis did not show any problem on the lot # 201304185, for which we did not receive any other complaint. We are aware of a total of 15 breakages of a l1 poly liners (model # 1377.50.xxx) requiring a revision surgery. Over (B)(4) l1 liners have been sold ww since 2003; according to these data, the total breakage rate of l1 liners is 0.15%. About the other 14 cases of l1 liners breakage: we have been reported that 5 of them were subsequent to patient trauma or too high activity level, and other 5 of them were subsequent to patient rotator cuff failure (patient pathology for which the use of a l1 poly liner is not indicated, as reported in our IFU and surgical technique). Limacorporate will keep monitored the market to promptly detect the possible recurrence of such events.

Event description:
Breakage of the smr l1 poly liner "in vivo" requiring a revision surgery. Event occurred in (B)(6).